Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A physician was performing a laser assisted cataract procedure and reported a posterior capsule cut occurred. Physician did not indicate at what point during the procedure the capsule cut occurred; however has stated it will be necessary to perform a vitrectomy the following day. Additional information has been requested.